Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the right side of the display screen was scuffed up and lost balance and bumped up against a granite counter top. The customer¿s blood glucose level was unknown. Customer stated that the insulin pump was functioning and did not read the screen. Troubleshooting was performed for damaged. Customer was advised the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement. Device received with cracked case display window corner. (B)(4).